Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent high out of range shock impedance measurements. Isometrics and pocket manipulations were performed in clinic but were unable to reproduce impedance changes. An x-ray was also obtained but was unremarkable. Boston scientific technical services (ts) noted that this is likely related to contact intermittency. Boston scientific technical services (ts) recommended close monitoring. No adverse patient effects were reported. The device remains implanted and in service.